Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed. The device evaluation found the light cover glass was chipped, the light cover glass adhesive was worn, the optical cover glass was cracked, the optical cover glass adhesive was worn, the distal end cap was damaged, there was fluid leak in the scope connector, the up/down/left/right angulations were out of specification, the water flow outlet pipe had to be replaced, the water removal outlet pipe had to be replaced, there was a blockage in the water channel, and the air leak test was leaking. The customer noted the device was cleaned, disinfected, and sterilized prior to return to olympus. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the colonovideoscope was saying drying was needed even though the device was already dry. The issue was found during preparation for use in an unidentified procedure. The device was returned for evaluation. During the device evaluation, an e315 scope error code with an unrestorable image was found which constitutes a reportable malfunction. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the error message e315 occurred due to a conduction failure. This failure might have been caused by fluid invasion on the scope connector. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the intended procedure was completed using the same device.